Manufacturer narrative:
Quality engineering was unable to determine a specific root cause for the premature deployment. Evaluation summary: it was reported that the catheter was returned without any blood or contrast visible. The stent had been dislodged and was returned. The sheath had separated at the proximal end of the sheath and was loose on the shaft. There were two kinks in the shaft 24.9 cm and 106.7 cm distal to the strain relief tubing. The outer, outer member was tight on the outer member. The handle was in the locked position. There was no other damage noted to the catheter. Quality engineering reviewed the incident report and the analysis of the returned device. The visual analysis revealed two kinks in the shaft. There were no reports of anomalies during inspections prior to use. Kinks can occur by using a smaller size guide wire, rough force/handling, etc. The visual analysis also revealed the stent sheath bond distal to the mid outer member was compromised and loose. A loose bond may occur if the adhesive has not cured properly during the manufacturing assembly process or the bond may become loose during excessive handling. Guidant has several 100% inspection points during manufacturing, prior to loading the catheter into the dispenser. Quality engineering was unable to determine a conclusive root cause due to the limited information provided. A review of the finished device lot history record did not reveal any non-conformitiesw which could have contributed to this complaint. Quality engineering will continue to monitor and trend. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that the absolute 100 deployed outside of the patient as it was being fed over the wire. The doctor removed the absolute and used another stent. The doctor was working in the sfa, which is off-label use. There was no reported injury and no additional information available.